Event description:
The physician was attempting to use a visi-pro stent to treat a plaque lesion with moderate calcification in the proximal renal artery. The lesion resulted in 90% stenosis and the vessel was moderately tortuous. The device was prepped as per the IFU with no issues noted. The lesion was not pre-dilated. The procedure used a 6x70 non-medtronic sheath, 0.035" non-medtronic guidewire and a left brachial approach. No embolic protection was used. The stent did not pass through a previously deployed stent. It was reported that the visi-pro would not advance through the lesion and the physician immediately attempted to pull the stent back into the sheath once he encountered resistance. No excessive force was used. The stent fell off the balloon catheter and the physician was unable to pull it back into the sheath. The physician was able to thread a 4x20 pta balloon through the stent and open it, although it was not in the target area. Another visi-pro stent was implanted at cover the lesion site. No patient symptoms or complications were reported.